Event description:
As reported, the doctor was putting the 7x15 palmaz blue on aviator plus balloon expandable stent system. When connecting the pressure pump, he found that the interface could not be tightened, and there was air leakage when the pressure pump was pumping. During the product evaluation, the luer hub was confirmed to be cracked. The stent could not be filled. The procedure was completed by changing to another stent. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing it from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient, but a crack/leak was discovered after insertion. The intended procedure targeted the renal artery, with an 80% stenosis. The vessel tortuosity was mild. The device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 50/50. The indeflator/pressure pump was not torqued against resistance while attaching to the balloon catheter. The same indeflator had not been used successfully with other devices as it was a disposable item. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There were no difficulties advancing the balloon catheter or crossing the lesion. The catheter was never in an acute bend. The product was removed intact from the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the doctor was putting the 7x15 palmaz blue on aviator plus balloon expandable stent system. When connecting the pressure pump, he found that the interface could not be tightened, and there was air leakage when the pressure pump was pumping. The stent could not be filled. The procedure was completed by changing to another stent. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing it from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient, but a crack/leak was discovered after insertion. The intended procedure targeted the renal artery, with an 80% stenosis. The vessel tortuosity was mild. The device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 50/50. The indeflator/pressure pump was not torqued against resistance while attaching to the balloon catheter. The same indeflator had not been used successfully with other devices as it was a disposable item. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There were no difficulties advancing the balloon catheter or crossing the lesion. The catheter was never in an acute bend. The product was removed intact from the patient. The device was returned for analysis. A non-sterile ¿blue/aviatorplus 7x15/142p pkg¿ unit was received coiled inside of a clear plastic bag. The device was removed from its packaging for product evaluation. During inspection, it was noted that the balloon was received uninflated, with the stent mounted in its manufacturing position over the balloon. No damages or anomalies were observed on the returned unit. An inflation/deflation test was attempted, revealing that the inflation/deflation mechanism was compromised. A crack was observed when attempting to attach the inflator device onto the luer hub. This was identified using magnification techniques during the functional evaluation. Fatigue striation patterns were present on the internal walls of the crack, suggesting that excessive tensile strength may have been applied to the affected area, compromising the luer hub. The reported ¿luer hub-incompatibility/fit¿ was not confirmed as the luer hub was connected to the inflation device with no difficulties and did not show any type of impediment during the functional evaluation. However, a ¿luer hub cracked¿ condition was confirmed during analysis of the returned device as a leakage was noted coming from the crack during functional analysis. Vision system analysis revealed fatigue striations on the internal walls of the hub crack. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported. Overtightening is often the likely culprit and has been known to cause cracks in luer hubs. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor was putting the 7x15 palmaz blue on aviator plus balloon expandable stent system. When connecting the pressure pump, he found that the interface could not be tightened, and there was air leakage when the pressure pump was pumping. The stent could not be filled. The procedure was completed by changing to another stent. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing it from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient, but a crack/leak was discovered after insertion. The intended procedure targeted the renal artery, with an 80% stenosis. The vessel tortuosity was mild. The device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 50/50. The indeflator/pressure pump was not torqued against resistance while attaching to the balloon catheter. The same indeflator had not been used successfully with other devices as it was a disposable item. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There were no difficulties advancing the balloon catheter or crossing the lesion. The catheter was never in an acute bend. The product was removed intact from the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor was putting the 7x15 palmaz blue on aviator plus balloon expandable stent system. When connecting the pressure pump, he found that the interface could not be tightened, and there was air leakage when the pressure pump was pumping. The stent could not be filled. The procedure was completed by changing to another stent. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing it from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient, but a crack/leak was discovered after insertion. The intended procedure targeted the renal artery, with an 80% stenosis. The vessel tortuosity was mild. The device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 50/50. The indeflator/pressure pump was not torqued against resistance while attaching to the balloon catheter. The same indeflator had not been used successfully with other devices as it was a disposable item. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There were no difficulties advancing the balloon catheter or crossing the lesion. The catheter was never in an acute bend. The product was removed intact from the patient. The device will be returned for evaluation.

Manufacturer narrative:
Device instructions sent on 6-dec-2024. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor was putting the 7x15 palmaz blue on aviator plus balloon expandable stent system. When connecting the pressure pump, he found that the interface could not be tightened, and there was air leakage when the pressure pump was pumping. The stent could not be filled. The procedure was completed by changing to another stent. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing it from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient, but a crack/leak was discovered after insertion. The intended procedure targeted the renal artery, with an 80% stenosis. The vessel tortuosity was mild. The device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 50/50. The indeflator/pressure pump was not torqued against resistance while attaching to the balloon catheter. The same indeflator had not been used successfully with other devices as it was a disposable item. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There were no difficulties advancing the balloon catheter or crossing the lesion. The catheter was never in an acute bend. The product was removed intact from the patient. The device will be returned for evaluation.